Event description:
It was reported that a patient experienced migration of a c2 yukon set screw approximately six months after implantation. Revision surgery is not currently planned.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient experienced migration of a c2 yukon set screw approximately six months after implantation. Revision surgery is not currently planned.